Event description:
A consumer reported that she received third degree burns on her thigh from hot water that spilled from the personal steam inhaler. She stated that she attempted to open the unit during use and hot water spilled out of the unit, resulting in her injuries. Medical intervention was sought for her injuries, as well as multiple follow up visits. The instructions for proper use have clear warnings that state "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it". Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.